Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a (B)(6) -year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menses"), menorrhagia ("menorrhagia"), alopecia ("hair loss"), abdominal pain lower ("cramping"), weight increased ("weight gain of approximately 100 pounds") and abdominal distension ("stomach swelling"). The patient was treated with surgery (on (B)(6) 2011 she underwent a diagnostic hysteroscopy, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menstruation irregular, menorrhagia, alopecia, abdominal pain lower, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, menorrhagia, menstruation irregular, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 32-year-old female patient who had essure (batch no. 627306) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menses"), menorrhagia ("menorrhagia"), alopecia ("hair loss"), abdominal pain lower ("cramping"), weight increased ("weight gain of approximately 100 pounds") and abdominal distension ("stomach swelling"). The patient was treated with surgery (on (B)(6) 2011 she underwent a diagnostic hysteroscopy, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menstruation irregular, menorrhagia, alopecia, abdominal pain lower, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, menorrhagia, menstruation irregular, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2018: the case (B)(4) (MFR# 2951250-2018-04401) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. New reporters added; lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 32-year-old female patient who had essure (batch no. 627306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, pelvic adhesions and polycystic ovaries. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menses"), heavy menstrual bleeding ("menorrhagia"), alopecia ("hair loss"), abdominal pain lower ("cramping") and abdominal distension ("stomach swelling") and was found to have weight increased ("weight gain of approximately 100 pounds"). The patient was treated with surgery (on (B)(6) 2011 she underwent a diagnostic hysteroscopy, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menstruation irregular, heavy menstrual bleeding, alopecia, abdominal pain lower, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, heavy menstrual bleeding, menstruation irregular, pelvic pain and weight increased to be related to essure. The reporter commented: two rings were noted coming out of the left fallopian tube again approximately 2 knuckles of the essure device were noted lot number: 627306 manufacturing date: 2008-05 expiration date: 2010-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 32-year-old female patient who had essure (batch no. 627306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, pelvic adhesions and polycystic ovaries. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menses"), heavy menstrual bleeding ("menorrhagia"), alopecia ("hair loss"), abdominal pain lower ("cramping") and abdominal distension ("stomach swelling") and was found to have weight increased ("weight gain of approximately 100 pounds"). The patient was treated with surgery (on (B)(6) 2011 she underwent a diagnostic hysteroscopy, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menstruation irregular, heavy menstrual bleeding, alopecia, abdominal pain lower, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, heavy menstrual bleeding, menstruation irregular, pelvic pain and weight increased to be related to essure. The reporter commented: two rings were noted coming out of the left fallopian tube again approximately 2 knuckles of the essure device were noted quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-jun-2021: mr received: reporter, medical history and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menses"), menorrhagia ("menorrhagia"), alopecia ("hair loss"), abdominal pain lower ("cramping"), weight increased ("weight gain of approximately 100 pounds") and abdominal distension ("stomach swelling"). The patient was treated with surgery (on (B)(6) 2011 she underwent a diagnostic hysteroscopy, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menstruation irregular, menorrhagia, alopecia, abdominal pain lower, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, menorrhagia, menstruation irregular, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc(product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.